Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that the patient had leads in her spine and neck area. The patient fell and damaged her implantable neurostimulator in 2011. It yanked and broke the implantable neurostimulator. The implantable neurostimulator was replaced (B)(6)2011.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they broke the plastic thing in their hip and it pulled their neck and back. They fell down 5 steps and the consumer really had to watch their balance since they replaced it. The patient fell again this early spring. It was reported that they need something that they can get done for the pain as it was killing them but they can't live without it and they don't know what to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.